Event description:
Per biomed, the probe is cracked ad the image is grainy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe damage and poor ultrasound image quality was confirmed. The probe¿s strain relief is cracked and separating from the probe handle. There are dark lines in the ultrasound image. The root cause of the failure is identified as use-related damage to the probe. A history review of serial number dybwac510 showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the probe is cracked ad the image is grainy.